Manufacturer narrative:
Captiva spine received ffr 568 on (B)(6) 2025 for watchtower roam navigation system, model sys-navi02, serial (B)(6), used during olif/tlif l4-s1. Navigation discrepancy was observed when the displayed t-awl position did not match confirmatory fluoroscopy. The surgeon discontinued navigation and completed the procedure with fluoroscopy. No patient harm occurred. DHR review found no nonconformities; c-arm movement during ap image capture was identified as the primary likely contributing factor. This report is being submitted beyond the initial reporting timeframe because additional investigation and review were required to assess the event, obtain and evaluate supporting information, complete the health hazard evaluation, and finalize the manufacturer's reportability determination.

Event description:
On (B)(6) 2025, a field feedback report (ffr) was received from company representative (B)(6) of (B)(4). During the case, the surgeon initiated screw placement at l5 using fluoroscopy due to navigation system registration delays. Navigation was then started at l5 on the right, resulting in accurate screw placement. However, when proceeding to the right l3, the registration was noted to be inaccurate. While the system displayed the t-awl location as correct, a confirmation x-ray revealed the awl to be approximately 1 cm inferior to the watchtower display. The axial trajectory appeared accurate, and the surgeon compensated by repositioning the awl superiorly until alignment was confirmed radiographically. The watchtower image then showed the awl to be 1 cm superior to the pedicle. Following this discrepancy, the surgeon discontinued navigation and completed the procedure using standard x-ray guidance. No patient harm was reported on this event, but as the root cause of the inaccurate instrument placement could not be conclusively determined at the time of the procedure, it was decided to report this case. All screws were ultimately positioned correctly using fluoroscopy without any adverse events.